Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported an unspecified free flow event. There was patient involvement but unknown impact. A copy of the medwatch report from FDA was received, which states, ¿intensive care unit registered nurse started a new medication (propofol) on channel d of alaris pump at 1800. Rn set the setting to deliver 15 mcg. At 1830, patients. Post-op sternal washout, debridement of abscess of sternal region, sternal fracture, copd, pneumonia, bacteremia, atrial flutter blood pressure started dropping and patient became unresponsive, leading to a code blue called at 1805, followed by all sedation medications including this propofol being shut off at the pump. Code blue ran, other tests ran, stabilized the patient. Upon soonest available time to scan in medications, at 1905, rn roller clamped the medication and called another rn to verify that the tubing was otherwise appropriately loaded. The delivered dose on the volume infused screen also only showed 0.36 ml delivered (this correlated with the roughly 5 minutes in which the pump was indeed on). As of 1912 patient responsive and following commands. Blood pressure manageable with drips."

Manufacturer narrative:
Omit: a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, g, b, c and d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was initially reported an unspecified free flow event. A copy of the medwatch report from FDA was received, which states, ¿intensive care unit registered nurse started a new medication (propofol) on channel d of alaris pump at 1800. Rn set the setting to deliver 15 mcg. At 1830, patients. Post-op sternal washout, debridement of abscess of sternal region, sternal fracture, copd, pneumonia, bacteremia, atrial flutter blood pressure started dropping and patient became unresponsive, leading to a code blue called at 1805, followed by all sedation medications including this propofol being shut off at the pump. Code blue ran, other tests ran, stabilized the patient. Upon soonest available time to scan in medications, at 1905, rn roller clamped the medication and called another rn to verify that the tubing was otherwise appropriately loaded. The delivered dose on the volume infused screen also only showed 0.36 ml delivered (this correlated with the roughly 5 minutes in which the pump was indeed on). As of 1912 patient responsive and following commands. Blood pressure manageable with drips." It was further reported to bd clinical practice consultant while on site that the clinician spiked and hung the propofol, connected it to the patient and completed programming. The clinician quickly noticed the patient's blood pressure in the "30's". The patient was slow to respond the the levophed when patient became unresponsive. All sedation was shut off. A code was called, patient was on maximum levophed and given epinephrine. A second clinician went to start a new bag of propofol when it was noticed the previous bottle was empty with air approximately 2 inches below the ail sensor. The pumps were sequestered and sent to biomed. The clinician does not recall fluid flowing faster in the drip chamber upon starting the infusion but notes ¿there was a lot going on¿. On site clinical practice consultant discussed assessing the drip chamber before pressing start to confirm no fluid flow. The clinician does not recall anything caught in the alaris pump door.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was initially reported an unspecified free flow event. There was patient involvement but unknown impact. A copy of the medwatch report from FDA was received, which states, ¿intensive care unit registered nurse started a new medication (propofol) on channel d of alaris pump at 1800. Rn set the setting to deliver 15 mcg. At 1830, patients. Post-op sternal washout, debridement of abscess of sternal region, sternal fracture, copd, pneumonia, bacteremia, atrial flutter blood pressure started dropping and patient became unresponsive, leading to a code blue called at 1805, followed by all sedation medications including this propofol being shut off at the pump. Code blue ran, other tests ran, stabilized the patient. Upon soonest available time to scan in medications, at 1905, rn roller clamped the medication and called another rn to verify that the tubing was otherwise appropriately loaded. The delivered dose on the volume infused screen also only showed 0.36 ml delivered (this correlated with the roughly 5 minutes in which the pump was indeed on). As of 1912 patient responsive and following commands. Blood pressure manageable with drips."